Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic insufficiency as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 20nov2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The cause of the presumed malfunction was a non-functioning outlet in the operating room. No equipment will be returned as it is working properly. The reason for transcatheter aortic valve replacement (tavr) was aortic insufficiency.

Event description:
Related manufacturer's report number: (B)(4). It was reported the site was unable to connect and stream data from system monitor. No alarms reported. Patient connected to power module and heartmate touch (hmt) monitor and the vad coordinator (vc) was unable to see any data from the controller. Vc tried a different power module, patient cable and regular system monitor and was still able to see any data from the controller. Suspected damage to white power lead on the controller. Controller exchanged and vc was able to connect to power module and hmt monitor with no issues receiving data. When entering operating room (or) for transcatheter aortic valve replacement (tavr) procedure, writer connected patient's power cables to system monitor/power module to monitor vad parameters. No data noted to stream onto system monitor. Writer checked connections-connections intact, vad on. Vad flow 4.4 lpm, all other vad parameters at patient's baseline. Vad coordinator came in to assist with troubleshooting. Additional system monitor/power module brought in to or. Writer connected patient to new monitor but no data noted to stream to system monitor. Writer again checked all connections-connections intact, vad on. Parameters at baseline. Decision made to perform an emergency controller exchange. International normalized ratio (inr) 2.2. System controller exchanged without incident. Patient then connected to system monitor/power module and data was available on monitor. Vad parameters within normal limits. The hospital inspected the outlets in the or and noted they were not functioning and it was suspected this was the cause of the issue.